Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination was found under the up arrow and down arrow key contacts. The contrast button contact was missing. The up arrow, down arrow, and ok keypad buttons responded appropriately during testing, the contrast button could not be testing. All the keypad button symbols were worn off, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.